Event description:
An implant card was later received showing the patient had vns replacement on (B)(6) 2016 due to the discontinuity originally observed. After replacement, the impedance value showed 2181 ohms, which is within normal limits. It was also noted the device was discarded after surgery and will not be sent back to the manufacturer for analysis. An additional programming history review was performed and it showed that new information had been received. During the review, it was found that the high impedance was originally observed on (B)(6) 2016 by the physician.

Manufacturer narrative:
.

Event description:
The patient was originally referred for generator replacement due to length of implant and end of service for the generator battery. However, during pre-op high impedance was observed. The replacement surgery was postponed as there was not enough time left to perform a full revision. No surgical interventions have occurred to date.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the supplemental #01 MFR. Report.

Event description:
During the review of the programming history database it was found, after correcting the date, that the high impedance was originally observed on (B)(6) 2016.